Event description:
It was reported that the patient had a non-sustained ventricular tachycardia event, which was the result of fast physiological events, initially had beats outside of the detection zone. There was prolonged detection, resulting in external rescue being required. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory found no anomalies. (B)(4).